Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause for the error was determined as a hardware failure. Analysis of the log files show that, after acquisition, the bsr (bild system rechner) disconnected causing an impac circuit board failure and the system entered the "bypass fluoro" function. Failure of this nature does not result in a total loss of the acquisition system as the native x-ray image is still available. Change of the impac circuit board resolved the error and the failure did not reoccur.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis ta system. During a procedure, only the bypass signal was available and there was no mouse or keyboard function. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.